Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. Investigation is under way.

Event description:
As reported by an edwards field clinician specialist, regarding a  26mm sapien 3 ultra valve in the aortic position via 26mm commander delivery system and 16f esheath, a bav with a 25 x 4, edwards balloon was performed. When the case was over and the sheath was taken out, it was noted that the seam tore on the distal tip of the esheath. The doctor did feel resistance when pulling the bav balloon back out of the sheath. There was no patient injury. Per pre-decontamination evaluation it was observed that there is a radial tear at the distal tip. No liner tear was observed.

Manufacturer narrative:
The 16 fr esheath was returned to edwards for evaluation. Visual inspection revealed the following: radial tear at distal tip, score lines are present on tip, tip not opened along the score lines and torn, sheath is fully expanded, minor soft tip damage, scratches observed on distal of the sheath, gouges on hdpe material, and able to flush, no leakage on liner tear observed. Functional or dimensional testing was not performed due to the condition of the device. No photographs, videos, or imagery were provided. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. During manufacturing per procedure, the tip of the sheath is visually inspected and measured for tears in the tip. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure for visual defects. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for seam separation, and sheath expansion testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The esheath instructions for use (IFU), s3u commander preparation training manual, and s3u commander training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. The s3u commander IFU provides guidance on delivery system insertion through sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away, keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length, and longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note, maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion, in expectation of high friction, and use short movements and push delivery system closer to sheath hub.  Note, in expectation of high friction, use short movements. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Evaluation of the device revealed that score lines were present on the sheath distal tip but did not open along the score lines and tore. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the failure mode. However, a definitive root cause is unable to be determined. In this case, the failure mode may be related to improper expansion of the sheath tip during thv advancement. A product risk assessment (pra) has been previously initiated to document investigation and assess associated risks for the issue. A conclusive root cause is unable to be determined. However, the failure mode is related to improper expansion of the sheath tip during thv advancement. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.  From visual inspection and based on the condition, the sheath tip tore, and failure of tip to open properly along axial score path is characteristic feature of the failure mode identified in the pra. In addition, a CAPA has been initiated to pursue potential process improvement activities regarding tip expansion, which were identified during the investigation.